Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed IFU for commander delivery system with s3, device preparation manual, and procedural training manual. Ensure full inflation of balloon during deployment ensure stability of delivery system during thv deployment o slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Balloon burst if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo.o if post dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization balloon burst: step by step if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps. Attempt to visualize location of tear either in tee or via angio through the pigtail or catheter delivery system. When removing, ensure the catheter delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU training deficiencies were identified. As the complaint was unable to be confirmed, a complaint history review is not required. Balloon burst is identified in the commander delivery system risk management worksheet as a potential cause that may lead to withdrawal difficulties. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of balloon burst and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to deploy the valve. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with balloon burst. Therefore, the review of risk management file is complete, and no further action is required. Since no product non conformance was confirmed, a product risk assessment (pra) escalation is not required. As there was no confirmed edwards defect, no corrective preventative actions (CAPA) are required. The complaint was unable to be confirmed neither applicable imagery nor device was returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing nonconformances were able to be identified. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported in this complaint, patient with very calcified aorta. Calcification present in the landing zone could have weakened the balloon material contributing the burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that the balloon was overinflated 2ml. Overinflating the balloon above nominal pressure may potentially subject the balloon to pressures high enough to cause bursting. However, a definite root cause was unable to be determined. Available information therefore suggests that patient factors (calcification) and procedural factors (over inflation of balloon) likely contributed to the complaint event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in south africa, regarding a patient who underwent an implant of a 26mm sapien 3 valve, in aortic position by transfemoral approach. . The valve was positioned and fully deployed before the balloon burst. The balloon was successfully pulled back into sheath and removed from patient. Inspection afterwards showed a vertical balloon rupture. As per medical opinion, the burst was most probably due to calcium puncture.